Event description:
A reporter called to submit a report about her herself and her husband's adverse effects they have experiencing using CPAP devices. She said they have been using the CPAP devices since 2008. She said her husband has been diagnosed with stage 4 lung cancer. She said he has never smoked in his life. She said he is now going to the hospital every 14 days for removal of excess fluids from his lung.